Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the sleeve fell off. The following information was provided by the initial reporter. The customer stated: "this is a report about separation of the sleeve of btd. According to the customer's report, the rubber sleeve was separated, trapped with the terumo's film-type tube."

Manufacturer narrative:
Investigation summary: "material #: 36488000. Lot/batch #: 2132194. Bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged or loose sleeves as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve separation. It was stated that a terumo blood collection tube was used. The terumo containment device (blood collection tube) used in conjunction with our btd and other acquisition products may result in incompatibility due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. This closure design is not as robust as the bd tubes in which the closure is a soft rubber stopper material which does not allow the sleeve to get caught or hung up. The sleeve compresses on top of the stopper allowing the np needle to pierce through the stopper material allowing blood flow. Once removing the tube from the np end, the sleeve then safely retracts back over the np needle (without any leakage) allowing the phlebotomist the opportunity to transfer another tube safely for collection. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the sleeve fell off. The following information was provided by the initial reporter. The customer stated: "this is a report about separation of the sleeve of btd. According to the customer's report, the rubber sleeve was separated, trapped with the terumo's film-type tube."